Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
Caller reported symptoms of hypoglycemia, blood glucose results of 9.2 mmol/l on mobile system, 2.6 mmol/l on aviva system within 10 minutes. Customer self-treated with food, reported no adverse event. A request was made for the return of the meter and strips.